Event description:
The customer tested her blood glucose in the morning and rec'd a reading of 123 mg/dl using her breeze2 meter. She ate breakfast and took her usual amount of insulin. Sometime later, the customer was taken to the hospital where her blood glucose was tested at 26 mg/dl. The customer said she was given treatment to raise her blood glucose level. She was sent home later that day. The customer did not have any test strips left, so she declined to troubleshoot. No product will be returned, but a replacement meter was sent to the customer.